Event description:
It was reported that patient was having difficult time charging the implantable pulse generator (ipg) as it was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.